Event description:
It was reported that the patients system was not working and had stopped working 2-3 months ago. The patient was attempting to locate a new physician. Additional information about the event and outcome were requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).